Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Based on the medical review this pi was created for manipulation under anesthesia because of range of motion.